Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pacing impedance measurements, measuring greater than 3000 ohms along with noisy signals on the right atrial (ra) channel. Upon review on the latitude, the device had recorded a signal artifact monitor (sam) event due to noise on the atrial channel. Lt was suspected that this lead could be damaged. The plan was to continue monitoring. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
With the available information, boston scientific cannot confirm the clinical observation due to the lack of product return. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of pacing impedance high out of range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established. This report contains additional information in section h6 device codes.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pacing impedance measurements, measuring greater than 3000 ohms along with noisy signals on the right atrial (ra) channel. Upon review on the latitude, the device had recorded a signal artifact monitor (sam) event due to noise on the atrial channel. Lt was suspected that this lead could be damaged. The plan was to continue monitoring. This lead remains in service. No adverse patient effects were reported. Additional information received indicated that the impedance continued to be greater than 3000 ohms and there was no noise seen on the atrial channel. The plan was to continue monitoring.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pacing impedance measurements, measuring greater than 3000 ohms along with noisy signals on the right atrial (ra) channel. Upon review on the latitude, the device had recorded a signal artifact monitor (sam) event due to noise on the atrial channel. Lt was suspected that this lead could be damaged. The plan was to continue monitoring. This lead remains in service. No adverse patient effects were reported. Additional information received indicated that the impedance continued to be greater than 3000 ohms and there was no noise seen on the atrial channel. The plan was to continue monitoring.

Manufacturer narrative:
This report contains additional information in section h6 device codes.